Event description:
It was reported that the customer was having rear rotation knob problems. The clock position on the rear rotation knob is reported to be stripped and free-spinning. The dr is able to finish the breast biopsy using the front thumb wheel on the probe. There have been no pt consequences reported.

Manufacturer narrative:
Eval summary: based upon the inquiry info rec'd visual and functional examination: the unit was found to require the interface board and black cable replaced. The device was functionally tested, met all product requirements and returned to the customer.